Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution.

Event description:
It was reported that the patient requested a consult from the surgeon because the "vns was not working"; however, no further details were provided. Attempts to obtain additional information have been unsuccessful to date.